Event description:
It was reported that a bridge bolus was not performed. It was noted that there was no medical or therapy problem. The patient was doing fine. The patient and device information were not available. Additional information has been requested, but was not available as of the date of this report. The drug in the pump was hydromorphone.

Manufacturer narrative:
Programmer: model 8840, serial# unk.